Manufacturer narrative:
Investigation summary: the reported complaint of transducer dampening was not confirmed. No visual anomalies were observed. When the transpac was electrically tested, and a wave form was able to be zeroed with the waveform visible on the monitor. However, the transpac IV set was tested for continuous flow rate, when the pull flush is in an inactivated state, the sample failed to meet specification requirements. The directions for use specifies that a 30 ml transpac IV set must be used with a pump. The 3 ml set is not intended for use with infusion pumps. The probable cause of the increased pressure alarm had occurred due to the use of a 3 ml transpac IV set in a pump application, contrary to its intended use. A device history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event involved a transpac® IV monitoring kit, 60", disposable transducer, 03 ml squeeze flush device, macrodrip un-bonded that reportedly generated a dampened waveform (potentially inaccurate readings/results) during a patient's infusion of unspecified fluids in the ccu. The tubing was replaced. There was no hole, cut, tear, any crack, disconnection or separation noted. There was no human harm and no delay in therapy reported.